Event description:
It was reported that a flogard infusion pump had an f-10 alarm. The issue occurred without patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation and servicing. A visual inspection and a log review were performed, an f-10 alarm was found. The cause of the alarm was determined to be defective force sensing resistors. In order to correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.